Event description:
A consumer reported that the pt experienced hypoglycemia while using a surestep meter. Pt has had diabetes mellitus for 10 years. Two days prior to the event, pt had been getting blood glucose readings in the mid 130's-150's on the ss meter. In 2001, pt experienced shakiness and confusion and had a blood glucose of 151mg/dl on the ss meter at 11:00pm. Because the meter reading was inconsistent with the pt's symptoms, the pt's family member called paramedics. Paramedics found pt blood glucose 40mg/dl on unknown meter. Paramedics treated pt with IV fluid and transferred pt to hosp. Pt spent 2 hours at the emergency room after which pt was discharged home. A lifescan representative contacted pt and found that pt stores the test strips in an opened container. The ss test strips need to be stored in an airtight container to avoid air exposure. Lifescan representative also found that the pt never cleaned the ss meter. Based on the provided info, the ss meter was most probably giving high inaccurate readings because of the use of improperly stored test strips.